Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 26mm annuloplasty ring was explanted after an implant duration of 3.00 months due to infective endocarditis(ie). A (B)(4) valve was implanted as a replacement. Customer commented that this explant was not device related. The device was discarded at the hospital.

Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and type of infection were not provided. The device will not be returned for evaluation because it was discarded at the hospital. The surgeon indicated that the ring was explanted and replaced with a valve due to endocarditis. The surgeon also indicated that this was not device related; there was no allegation of a device malfunction.